Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 34-year-old hispanic female who underwent a breast augmentation primary with a mentor smooth round high profile 380cc saline breast implant experienced left sided deflation post procedure. As a result, patient scheduled for removal on (B)(6) 2022.

Manufacturer narrative:
Additional information received on october 21, 2022 indicated that date of surgery was on (B)(6) 2022, and patient underwent bilateral replacements with cat#: 3503380. The hcp confirmed the left deflation. Manufacturer¿s reference number: (B)(4).